Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer was closed before getting the medication out when the user was issuing the medication. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was issuing the medication and closed the drawer before getting the medication out. A technical support specialist (tss) instructed the user on how to cycle count medication to get the drawer back open. The system functioned as intended after the technical support specialist assessed the device.